Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (cartridge issue) issue. It was reported that the user blood glucose (bg) readings increased when the cartridge was changed prior to changing the infusion set after 72 hours. Numerical values for the bg readings were not given. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.